Event description:
It was reported that the pump's plunger was not moving. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corners, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all screws. Check syringe plunger sensor found in pump event history log. During reported issue was verified during inspection. The 2 flippers were found intermittently stuck when the plunger lever was pressed and some contamination was found on left plunger case, push block and plunger gear cam as a result of fluid ingression. This root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced left plunger case cleaned all the parts inside plunger assembly. Performed power up process and all functional testing which passed.